Manufacturer narrative:
(B)(4).

Event description:
The customer questioned results for multiple patients tested for multiple tests on a cobas 6000 c (501) module. Based on the data provided, the ca2 calcium gen.2 (ca2) results for 1 patient sample are a reportable malfunction. The initial ca2 result was 5.6 mg/dl. The repeat result was 10 mg/dl. The incorrect result was not reported outside of the laboratory. The repeat result was believed to be correct. No adverse event occurred. The ca2 reagent lot number was 30098201 with an expiration date of 02/28/2019. The customer noticed water overflowing on the reaction disk. The customer drained the water and removed all the cuvette sections in an attempt to dry the reaction disk. The customer then replaced all the cuvette sections. When the customer was re-filling the bath, the water started overflowing again. The field service engineer (fse) visited the customer site and determined a valve was open and was dispensing naoh-d consistently to the rinse mechanism. The valve was cleared and cell rinse and detergent volumes were checked. The gear pump was also checked and verified. The customer calibrated ise's and ran qc. All qc results passed. The customer performed precision testing with acceptable results. The customer stated the service actions resolved the issue.